Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Method: work order search. Results: visual inspection of the returned product showed the lens was returned in liquid and a piece of the optic and both haptic plates were torn off and missing. A work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and eval of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated that the cc4204a collamer plate lens tore while being inserted. The lens was removed without any pt injury and another same model lens was implanted.